Event description:
It was reported by the rep that the rpfxb was used during a radical prostatectomy procedure. It was reported that the surgeon placed distal end of the jaw over the dorsal vein complex and locked in tissue. Upon securing the tissue, the instrument "cracked" and would not fire. The case was finished with a competitive product.